Event description:
It was reported that this device was exhibiting premature battery depletion, and the power consumption was at 138%. The outputs are programmed at nominal settings, and the patient is not 100% paced, nor experiencing atrial fibrillation. A boston scientific technical services (ts) consultant reviewed device data via latitude (remote monitoring system), and confirmed premature battery depletion. The power consumption of this device has been increasing in the last 4-6 months, and the power consumption is expected to continue to increase. Due to this anomaly, the ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion, and the power consumption was at 138%. The outputs are programmed at nominal settings, and the patient is not 100% paced, nor experiencing atrial fibrillation. A boston scientific technical services (ts) consultant reviewed device data via latitude (remote monitoring system), and confirmed premature battery depletion. The power consumption of this device has been increasing in the last 4-6 months, and the power consumption is expected to continue to increase. Due to this anomaly, the ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.